Event description:
It was reported that intra-operative testing of the patient's device was routine and paresthesia was achieved at 5 volts on each program. Post-op, patient did not feel stimulation and impedance measurements showed >10000 ohms on all electrodes except #0 and 8. The patient was taken back to surgery and the neurostimulator was replaced. Impedance measurements were normal and good outcome was achieved.

Manufacturer narrative:
(B) (4). The neurostimulator was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.